Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending at this time. Additional contact information: (B)(6).

Event description:
The complaint/event involved a tego¿ connector. The membrane of the device reportedly ruptured (at the top portion) during a hemodialysis run. The dialysis could not continue (and had to be paused) because the device was no longer intact and they were unable to perform a flush. There were no audible or visual alarms generated. The faulty tego had to be replaced in order for dialysis to continue. There was no adverse event or injury and no medical intervention was reported.

Manufacturer narrative:
Investigation summary three (3) photos were returned by the customer showing the tego. The seal was torn along the top rim of the tego. The reported complaint can be confirmed. The probable cause of the torn seal is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.